Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of six (6) years, six (6) months due to moderate-severe aortic insufficiency. The patient was also noted to have streptococcus mitis bacteremia. The patient presented with worsening heart failure, dyspnea, and fluid retention requiring increasing diuretics. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was significantly improved post procedure and was able to be discharged home diuresed without need for supplemental oxygen after one (1) week.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications prior to product release for distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The most likely cause is patient factors, including coronary artery disease, history of endocarditis (streptococcus mitis) and history of coronary artery bypass graft. Corrected h6 device code.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of six (6) years, six (6) months due to moderate-severe aortic insufficiency. The patient presented with worsening heart failure, dyspnea, and fluid retention requiring increasing diuretics. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. Per additional information, the patient presented with heart failure symptoms and bacteremia (streptococcus mitis). There was no vegetation on the prosthetic valve at the time, and was treated for 4-6 weeks antibiotics.